Event description:
Customer reported the vertical lift column is sticking. No pt injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint.